Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor device was loud and heated up quickly indicating the driveshaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear excessive force used during use from misuse/abuse and possible user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During an in-use engineering evaluation, it was observed that the motor device was loud and heated up quickly. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly